Event description:
This case was reported by a consumer (patient's son) and described the occurrence of anemia in a (B)(6) male patient who received super poligrip extra care with poliseal (formulation number (B)(4)) for dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip extra care with poliseal (dental). At an unknown time after starting super poligrip extra care with poliseal, the patient experienced anemia, trouble walking and burning in shoulders. This case was assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was discontinued. At the time of reporting, the events were unresolved. Manufacturer's comment: super poligrip extra care with poliseal is manufactured in (B)(4). The lot number for this product is available (x09284). It is unknown if this product will be returned for quality testing. (B)(4).